Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site. The patient underwent an explant procedure wherein all devices were removed. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108473/ 7108477.